Manufacturer narrative:
Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported halo vision- surgical intervention required and glare surgical intervention required. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal toric intraocular lens (iol) was explanted due to postoperative blurred vision with associated halos and glare, as noted during the post-operative examination. No additional information was provided.